Manufacturer narrative:
PMA/510k: 28jan2020. Date of report: 31jan2020. Is a duplicate of an event previously reported under MFR. Report #:2031642-2019-10562. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20jan2020.

Event description:
The customer reported the power supply was replaced due to battery not charging. There was no patient involvement. Product support was informed by the customer that prior to the white screen, the power supply was replaced due to battery not charging (but the unit was still able to work). It was after removing the top enclosure that they had started having problems with the unit having a white screen. The unit produced an error code. Product support advised the customer to do a diagnostic start up to program the flow sensors. After that, the unit worked. The biomedical engineer replaced the power supply to address the battery not charging issue. The central processing unit (cpu) board was also replaced due to unit having a white screen and alarming. The error code is a service induced failure due to replacement of cpu board.